Manufacturer narrative:
The device was returned to solventum for analysis. Based on the problem description, diagram, and video provided, the reported issue is a drip chamber leak. Possible causes include pulling on the tubing, excessive twisting of the tubing, excessive force on the tubing, or insufficient bond of tubing to the drip chamber. Tubing bond failure can also be caused by over pressurization of set above 300 mmhg. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.

Event description:
It was reported 3m¿ ranger¿ blood/fluid warming high flow set leaked at the drip chamber during surgery. No injuries or medical interventions were required due to the alleged malfunction.